Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) was triggered during the cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed without further problems. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on 07/28/2013.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Failure files confirm system notice message #50005 "leak detection." Smart chip verification indicated the catheter was used for 17 injections. Visual inspection of the catheter showed the inner balloon was full of blood. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach and kink at 1.48 inches from the tip. Dissection of the handle did not show traces of blood at the vacuum service loop. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.